Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm sjm trifecta valve was implanted in the patient's aortic position. On (B)(6) 2020, aortic regurgitation was confirmed in the patient. A valve-in-valve procedure is being considered, however the re-operation date was reported to be undecided. It is not confirmed that the valve-in-valve procedure has been performed. The patient is reportedly stable. Additional information was requested, but is not available.

Manufacturer narrative:
An event of regurgitation and a possible leaflet tear was reported. A more comprehensive assessment could not be performed since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.